Event description:
Medtronic received a report that the pipeline shield failed to open proximally. The patient was undergoing treatment for an unruptured, saccular aneurysm located at the left a1 exit. The max diameter and neck diameter were 4mm. The landing zone was 2.69mm distal and 4.7mm proximal. The patient's vessel tortuosity was normal. The access vessel was 2.69mm in diameter. Dual antiplatelet treatment was not administered. It was reported that while the phenom 27 microcatheter was being advanced in the left m1, the pipeline flow diverter was initially u nsheathed and the opening started from the left m1 towards the previous current converter placed in the subranoid carotid artery. Although the distal 11 mm of the stent was released, no further opening was observed. The push wire was turned clockwise twice, but no movement was observed. The stent was collected and opened again, but again no opening was observed. Thereupon, the flow diverter and microcatheter were completely removed. Another flow diverter was implanted and the results were said to be ok. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0630-1s, (lot: 225085931); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pipeline was placed in a vessel bend when it failed to open. Resheathing was tried in attempt to open the pipeline. The cause of the event was not determined.